Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An orthoptist reported that the flap was unable to be lifted because it was too thin. The flap thickness dialed in on the laser was 100 microns. Additional information received states that the surgeon stated in an attempt to make a 100 micron flap, a white pattern was noted. The white pattern was associated with a very thin flap outside the pattern and an unformed flap below it. The flap was partially lifted but put back down. The patient noted rainbows one day postoperatively.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on criteria. At the onsite visit, the field service engineer measured pmma at 100u, 119.1 um. He verified the system successfully according to company specifications and no issues with the laser were detected. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contributing factors to the reported event may be improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. (B)(4)